Manufacturer narrative:
A notification of the adverse event was received through a letter from a law firm. The full extent of the injuries are unknown. Pictures of the back support were received showing that a bolt broke, but the back support has not been returned for evaluation. The back support is a supplied part that was installed on the chair. No determination of the alleged failure can be made. The DHR for the chair was reviewed and the chair passed all applicable quality tests and configuration requirements. It met all specifications when it left the facility. Further requests for information have been submitted to the law firm and if additional information is provided, a follow-up report will be submitted.

Event description:
User alleges that during normal use the back rest snapped backwards causing the user to tip over backwards and knee himself in the face, breaking his nose.